Event description:
It was reported that the user experienced infusion set difficulties with 23-inch teflon 6 mm inset sets, including suspected misinsertion and inadequate adhesive adherence resulting in site lifting, which coincided with rising blood glucose after tubing was chewed and multiple set changes were performed; troubleshooting and education were provided on proper removal technique, lot information was collected, and replacements were arranged. Symptoms included hyperglycemia with a reported glucose of 282 mg/dl at call start, improving to 244 mg/dl and later into range. Outcomes included resolution of hyperglycemia without alerts, alarms, or need for medical intervention. Investigation included product history review and user troubleshooting with follow-up. Investigation of this case revealed no device alarms or confirmed device malfunction; the event was consistent with infusion site or adhesion issues and possible insertion technique concerns. It was concluded, based on previously established findings for similar reports, that the cause was unclear given multiple contributing factors at the infusion site and user handling. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.